Event description:
On (B)(6) 2015 the patient came into the office with intermittent capture and so the v output was programmed to max output for about 5 minutes and then to aai mode for about 30 minutes. When the device was re-interrogated it was in a back-up mode. The device was successfully reset and the patient was sent home. Today on home monitoring the device is displaying eri.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.